Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, resistance was encountered during insertion and the stent could not cross the lesion. No patient injuries or complications were reported. The patient's states is "good". However, the returned product revealed that there was stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage on the fourth row of the crimped stent from the distal end. The stent struts were misaligned and twisted. This type of damage is consistent with the device meeting some form of restriction during the insertion of the device. It is noted that the physician encountered significant resistance during the insertion of the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The manufacturing records have been reviewed and no issues or discrepancies were found. The most root cause for this event is unknown.